Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that there was moisture behind the display. No evidence of moisture was found in the battery compartment. The battery compartment was intact; no cracks or damage observed. The cartridge compartment was found to have a small crack above the bumper pad. A leak test was performed and a leak was found at the crack in the cartridge compartment. During testing, the pump powered on to a blank display with audio tones functional. The pump's vibratory feature was not functioning. The pump case was removed and moisture corrosion was found throughout the inside of the pump. A test display was inserted but the display remained blank at power up. Moisture corrosion was observed on the vibration motor and contacts. Vibration motor was attached to an external power supply but was unresponsive. Unable to complete all test steps due to moisture damage and blank display issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.